Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing for the patients p wave on its atrial channel. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.